Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. During the procedure, the thermocool smarttouch sf (lot#31307724l) was removed from the patient¿s body. When the irrigation was performed for getting rid of the air, clogged irrigation could be seen. Timing was seven hours later from the use of the catheter. Flushed several times; however, the issue continued. Therefore, the catheter was replaced with another new one. There was no error on the pump. The procedure was completed without patient's consequence. Additional information was received on 13-mar-2025. The suspected device for the reported flow/irrigation issue was the catheter. The catheter was replaced and the issue was resolved. Additional information was received on 18-mar-2025. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. During the procedure, the thermocool smarttouch sf (lot#31307724l) was removed from the patient¿s body. When the irrigation was performed for getting rid of the air, clogged irrigation could be seen. Timing was seven hours later from the use of the catheter. Flushed several times; however, the issue continued. Therefore, the catheter was replaced with another new one. There was no error on the pump. The procedure was completed without patient consequence. The device evaluation was completed on 15-apr-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).